Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Damage was observed to multiple internal components including the ratchet gear, reservoir, slide inset and underside of the top housing. Corrosion was also observed on the batteries, chassis and pcb assembly. The position and orientation of these damages indicate that they occurred post-use. Download data was not able to be retrieved from the pod, however the pod would not have been able to fill and complete priming in order to successfully deploy the needle mechanism given these damages. The integrity of the investigation was compromised as a result of the damages. The exact cause of the reported dislodged cannula could not be determined. Inspection of the adhesive pads and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. The external portion of the soft cannula was observed to be flattened and stretched. It could not be conclusively determined when or how this damage occurred or if it contributed to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod less than an hour. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was placed.